Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time and date reset) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a history/settings issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/17/2014 with the following findings: the pump's black box confirmed that there was a time and date reset to default after battery change on (B)(6) 2014. The pump was exercised for 24 hours and then the battery was removed for 6 hours. Upon battery reinsertion the time and date reset to default. The pump was opened and contamination was found beneath the bt1 component. Unrelated to the time and date reset issue, the battery compartment was cracked below the bumper pad and the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.